Event description:
It was reported that an ilet display showed white squiggle lines and became unresponsive, rendering the screen not visible and the device unusable, and a replacement was arranged. Symptoms included no injury or clinical effects. Outcomes included no interruption to therapy requiring medical care and no alarms. Investigation included customer interview and troubleshooting with education provided. Investigation of this case revealed a display malfunction consistent with a screen failure affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display assembly.